Event description:
It was reported that after the spring wire guide (swg) insertion, the clinician tried unsuccessfully to advance the catheter over it. As a result, the catheter was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.